Event description:
Rupture of 8 y/o breast implant, along with numerous bii, symptoms. Heart palpitations, calcium buildup, severe fatigue, hair loss, depression, anxiety, headaches, insomnia, bruising, brain fog, memory loss, stroke symptoms, night sweats, muscle and joint pain. FDA safety report ID# (B)(4).